Manufacturer narrative:
Block e1 (initial reporter address 1): (B)(6). Block h6: imdrf device code: a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during a hemorrhoid banding procedure performed on (B)(6) 2025. During the procedure, when the bands were applied it would not deploy. The bander was pulled out and taken off. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1 (initial reporter address 1): (B)(6). Block h2 (additional information): block e1 (initial reporter email) has been updated based on the additional information received on october 27, 2025. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, it was observed that the device was returned, and visual inspection revealed damage to the ligator teeth and one band overlapping. The handle showed evidence that the trip wire was properly secured to the post and that the slack had been taken up. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. The marks on the ligator housing teeth implies that the device might have been used with too much force this caused the teeth to get damaged or perhaps this could be attributed to the way the physician was entering the device through the patient, making the teeth get damaged/bent and also affecting the functionality of the handle when deploying the bands. This issue may be related to the physician's technique or the way the device was handled during band deployment using the handle. It is possible that the device's placement or anatomical tortuosity during the procedure affected the handle's functionality during deployment. Additionally, depending on the technique used to grasp the varix or polyp with the ligator unit, the suture may have shifted due to procedural movement, preventing proper band deployment and causing them to overlap. There is also a possibility that an attempt was made to release the band from the suture, and damage to the ligator teeth may have contributed to the difficulty in deploying the bands. Based on all gathered information, the probable cause selected is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during a hemorrhoid banding procedure performed on (B)(6) 2025. During the procedure, when the bands were applied it would not deploy. The bander was pulled out and taken off. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1 (initial reporter address 1): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, it was observed that the device was returned, and visual inspection revealed damage to the ligator teeth and one band overlapping. The handle showed evidence that the trip wire was properly secured to the post and that the slack had been taken up. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. The marks on the ligator housing teeth implies that the device might have been used with too much force this caused the teeth to get damaged or perhaps this could be attributed to the way the physician was entering the device through the patient, making the teeth get damaged/bent and also affecting the functionality of the handle when deploying the bands. This issue may be related to the physician's technique or the way the device was handled during band deployment using the handle. It is possible that the device's placement or anatomical tortuosity during the procedure affected the handle's functionality during deployment. Additionally, depending on the technique used to grasp the varix or polyp with the ligator unit, the suture may have shifted due to procedural movement, preventing proper band deployment and causing them to overlap. There is also a possibility that an attempt was made to release the band from the suture, and damage to the ligator teeth may have contributed to the difficulty in deploying the bands. Based on all gathered information, the probable cause selected is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during a hemorrhoid banding procedure performed on (B)(6) 2025. During the procedure, when the bands were applied it would not deploy. The bander was pulled out and taken off. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.